Manufacturer narrative:
The device was not returned to mmdg for evaluation, so an investigation could not be performed. A DHR review could not be completed because no serial number was provided. Because mmdg could not complete an investigation the complaint could not be confirmed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter states that the pump was not alarming up occlusion when the bag ran dry. They stated that it also didn't alarm when power was lost. Mmdg made multiple attempts to obtain additional information regarding the complaint, but these attempts were unsuccessful. (B)(4).